Event description:
Surgeon was using covidien ligasure maryland jaw laparoscopic sealer/divider (one-step sealing, nano-coated). During his laparoscopic spleen the device malfunctioned inside the patient leaving part of the tip inside. Surgeon was able to retrieve the detached tip. No harm to patient.